Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 560 (mg/dl) for approximately 1.5 weeks. Reportedly, customer also experienced moderate ketones determined to be dangerous and/or life threatening during this time; however, customer did not have ketones on (B)(6) 2016. Customer would administer insulin injections to treat elevated bg levels and ketones. System check with tandem technical support indicated pump was performing as intended. Contact indicated that customer had a future appointment with health care provider to discuss bg levels.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.